Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: proximal and distal portions of the lead were received, both measuring 52 cm, and were analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.